Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, when the surgeon was using the device, two clips were fired at a time, so he couldn't use the product. There was not fatal effect for the patient, but gs charge nurse had to spend additional time to prepare new product for the surgery. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4): evaluation summary: the analysis results found that the el5ml device was received in good visual condition, with one malformed clip in the jaws, the clip was removed and analyzed, however, no conclusion could be reached as to how the clip became malformed. The instrument was cycled, fed and formed the remaining clip within manufacturing specifications. The instrument locked out as intended, however, the orange indicator did not show up completely. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.